Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 11-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert), lot number a02660 inserted in (B)(6) 2012 after having her 6th child. A couple hours after the essure insertion procedure, she knew something was wrong. She called the doctor and told them it was hurting pretty bad. She was told that they had a hard time with one side and that she would feel better in a few hours. Months went on with extreme bleeding, which was so bad that she would fill a pad in 15 minutes. She was assured by her doctor that it was normal. In the end of (B)(6) 2013 she had finally had enough, she bled for 27 days just as heavy as day 1 and a partial was scheduled. In (B)(6) 2013 she stayed at the hospital after partial was performed, and went home still in severe pain. She got a call from her doctor; she told him she was in some real pain and he asked her if the nurses removed her packing that was left inside her. She has had several surgeries since, including a full hysterectomy, hypogastic nerve complex, laparoscopic presacral neurectomy, etc. And still more surgeries to come due to still being in extreme pain. She stated that she will get a lawyer. Follow-up received on 02-sep-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. In addition, the ae case refers to a usability issue. The bayer reference number for the ptc report is (B)(4). Final assessment: lot # provided a02660 is invalid. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. In addition, the ae case refers to a usability issue. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No valid batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced extreme bleeding; she bleed for 27 days and severe pain. She was submitted to a hysterectomy. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this particular case, the events started in close association with essure insertion procedure and 5 months after devices placement, the consumer underwent a partial hysterectomy. Her pain persisted and a total hysterectomy was later performed. Considering the positive temporal relationship and in the lack of an alternative explanation; causality between the reported events and the suspect insert cannot be excluded. This case was regarded as incident since device removal was required (hysterectomy performed). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No active follow-up will be pursued, since this case was identified during health authority website monitoring.